Event description:
It was reported that there was difficulty advancing the stylet through the lead. General complaint. No patient included in complaint. It was reported that there was difficulty advancing the stylet through the lead. General complaint. No patient included in complaint.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.